Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects on the bending section cover or distal sheath and on its adhesive. Additionally, the air/water nozzle was blocked with foreign debris. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Based on the results of the investigation, the foreign material may have been unremoved because the device was not reprocessed properly by the following leak from the bending section cover; however, a definitive root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use (IFU) which state: IFU states the detection method in gif/cf-170 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.